Event description:
The customer stated that insulin pump had a frozen display and was beeping. The customer changed the battery and the insulin pump alarmed low battery. The insulin pump also alarmed after a new battery was inserted. The reported blood glucose reading was 206 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the electronics. Unable to verify any alarms or frozen display due to the blank display.